Event description:
The facility's biomed engineering dept reported the device was "not pulling fluid through tubing". Info was not provided regarding whether or not the device was in use when the reported condition occurred. The hosp rep stated that there is no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter quality mgmt to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication, setup of pump, or which channel was involved.